Event description:
Healthcare professional reported right side seroma-late diagnosed via ultrasound. Healthcare professional later reported capsular contracture, baker grade unknown. Device- remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side seroma-late diagnosed via ultrasound. Device- remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.